Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event was confirmed cause unknown. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjy4780. Visual inspection noted no obvious observations. Failed continuity test. 1.6 ohms this did not meet specification. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery temperature was not displayed in foley catheter. Batch no. Mykq6341 and mykq6347.

Manufacturer narrative:
The initial reporter facility name provided is (B)(6) hospital. Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery temperature was not displayed in foley catheter. Batch no. Mykq6341 and mykq6347.